Event description:
It was reported that the patient presented during clinical follow-up. It was noted that the right ventricular lead exhibited insulation breach. The reported lead was capped and replaced on (B)(6) 2024. There were no patient consequences.